Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and attributed the event to selecting a usual meal option after recently reducing carbohydrate intake, which resulted in more insulin than needed; the ilet alerted to the low and the user planned to use the less than meal option going forward with additional training provided. Symptoms included sweating and a near-syncope feeling. Outcomes included successful self-treatment with oral carbohydrates, no prolonged out-of-range glucose, no need for outside assistance, and no medical intervention. Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed no device malfunction and a likely mismatch between meal selection and actual carbohydrate intake, consistent with use error and cause unclear for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.